Event description:
The customer reported that the device hps-hb11 hps prebent spherical bur, 5.5 mm x 19 cm, was being used on (B)(6)2025 and "a pre-curved spherical burr broke during hip arthroscopy. The dystal tip broke off and could be recovered.¿. There was no impact or injury for the patient or user. The procedure was completed with ¿another bur¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Manufacturer narrative:
Update: examination of returned used device item hps-hb11 found 5.5mm bur tip broken off from the inner sleeve. Broken tip was returned for the evaluation. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device hps-hb11 hps prebent spherical bur, 5.5 mm x 19 cm, was being used on (B)(6) 2025 and "a pre-curved spherical burr broke during hip arthroscopy. The dystal tip broke off and could be recovered.¿. There was no impact or injury for the patient or user. The procedure was completed with ¿another bur¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows a total of (B)(4) for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device hps-hb11 hps prebent spherical bur, 5.5 mm x 19 cm, was being used on (B)(6) 2025 and "a pre-curved spherical burr broke during hip arthroscopy. The dystal tip broke off and could be recovered.¿. There was no impact or injury for the patient or user. The procedure was completed with ¿another bur¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.